Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date in original MDR was reported incorrectly. Correct date is 05/19/2016 8:24 am. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. The review of the treatment report does not unveil any rational related to the reported tag. Contributing factors for the incomplete cut could be, but not limited to, handling error (way of lifting the flap, dry surface of the cornea leading to wrinkles, movement during docking causing wrinkles, dry spots) or fine tuning of the device to the surgeons technique and needs. No technical root cause could be determined as the system is performing within specifications.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A site representative reported a surgical tag in the four o'clock position on a patients' right eye, this was following lasik flap creation. The procedure was completed successfully. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. Additional information has been requested.